Event description:
It was reported that the procedure was to treat a 71% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification. The 3.5 x 48 mm xience skypoint stent was implanted although the stent was noted to be expired. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation determined the reported device expiration issue appears to be related to the use error. A review of the xience skypoint label attached to the lot history record for this lot was conducted indicating a manufacturing date of 01-november-2024 with an expiration date (use by date) of 31-october-2025. The product was used after expiration as it was reported the procedure occurred on 20-april-2026. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use, states: note the ¿use by¿ (expiration) date on the product label. It is likely the IFU deviation of device expiration issue (use after expiration) contributed to the event; however, a notification letter will not be requested as the account reported the use after expiration and is already aware of the deviation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6 medical device problem code: 2017 - use after expiration.